Manufacturer narrative:
(B)(4). The reported field event of backup vvi was confirmed in the laboratory. Review of the device image revealed that the device reset was caused by a parity error. The cause of the parity error could not be determined. (B)(4).

Event description:
It was reported that the device was found to be in backup vvi. The device was not implanted.